Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the lead was implanted, far p-wave oversensing and some inhibition was observed. X-ray confirmed lead dislodgement. The lead was reposition. Patient was fine during and post procedure.